Manufacturer narrative:
On 3/24/2020, device evaluation was completed. Device evaluation summary: the device was visually inspected and a crease was found in the anterior view. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that could be connected to the reported medical symptoms. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/31/2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that date of surgery was (B)(6) 2020. Hence, field d7 has been updated to (B)(6) 2020 on this form. Patient went under bilateral replacement with catalog number 3507215mc; serial number (B)(6) on left side and with catalog number 3507215mc; serial number (B)(6) on the right side on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that patient also experienced left side capsular contracture; baker grade ii in addition to right side capsular contracture; baker grade IV. This supplemental report is for the patient¿s right-sided device. Left side issue is being reported in separate report. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). On 10/23/2019, mentor became aware of the date of surgery to be (B)(6) 2019. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right side capsular contracture; baker grade IV concomitant products: left side; 150cc mentor memorygel breast implant; catalog number: 3507150mc; serial number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with a 150cc mentor memorygel breast implant and was presented with right side capsular contracture; baker grade IV postoperatively. As a result, the device will be explanted on (B)(6) 2019.

Manufacturer narrative:
On 10/28/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).